Event description:
It was reported during the reprocessing, the subject device exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover glass is chipped. The insertion section is dented and bent. The universal cord is scratched and fractured. The rear end of the light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to component failure of the electronical component, light guide cover glass was chipped due to component failure of the distal end cover glass, insertion section was bent and dented due to component failure of the insertion section, universal cord was scratched and fractured due to component failure of the universal cord, rear end of the light guide bundle was broken due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.